Manufacturer narrative:
The reported field event of egm anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor was interrogated after being replaced with a pacemaker and there were no episodes recorded. The patient was stable throughout.